Event description:
Early 40's male with history of ventricular tachycardia. Procedure implantation of cardiac defibrillator during the procedure the distal tip of the argon vascular micro puncture wire broke off and caused an embolism it went from the left subclavian vein to the distal pulmonary arterial system retrieval was attempted in the left femoral vein unsuccessful patient kept the night and discharged the next day asymptomatic . Projected outcome good. Patient asymptomatic update per email: ¿an incision was made over the pulse generator. The old generator was removed from the pocket. The leads were removed from the device and tested. The leads were removed from the pocket and had moderate fibrosis. The rv/ICD lead had adequate pacing capture thresholds and sensing. Atrial sensing and capture thresholds were adequate. The left subclavian vein was accessed once over the 1st rib with a micropuncture needle and micropuncture wire after a venogram was performed. Access was difficult due to the existing leads, fibrosis, and changes in anatomy due to longstanding indwelling leads. In the process of trying to achieve access, the tip of the micropuncture wire fractured and embolized, eventually making its way to the rll of the lung. I requested support from my interventional colleagues, and dr scrubbed in and made an attempt to snare the wire fragment using a jl4 and a snare, via an rfv (5fr venous access was obtained under us guidance). The wire fragment was too distal to reach with the snare and was thus abandoned, after deeming the long-term risk of this wire to be low as it will likely endothelialize. A sterile field was maintained throughout the process.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that the tip and the majority of the coil is removed from the guidewire. Upon closer look, there was breakage found on the remainder of the coil. The damages observed looks to be consistent with pulling on the wire with excessive force. Perhaps the guidewire got caught on the needle during the procedure and additional force was used to retrieve it causing breakage of the weld and coil attached. This is warned in the IFU. IFU pmt-x9585387-0221 states "the guidewire should not be withdrawn through the needle. Damage or shearing of the guidewire may occur." Since the root cause is likely the result of an event within the user's environment, no corrective action will be implemented.

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once sample has been received and reviewed.

Event description:
Early 40's male with history of ventricular tachycardia. Procedure implantation of cardiac defibrillator during the procedure the distal tip of the argon vascular micro puncture wire broke off and caused an embolism it went from the left subclavian vein to the distal pulmonary arterial system retrieval was attempted in the left femoral vein unsuccessful patient kept the night and discharged the next day asymptomatic . Projected outcome good. Patient asymptomatic.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Early 40's male with history of ventricular tachycardia. Procedure implantation of cardiac defibrillator during the procedure the distal tip of the argon vascular micro puncture wire broke off and caused an embolism it went from the left subclavian vein to the distal pulmonary arterial system retrieval was attempted in the left femoral vein unsuccessful patient kept the night and discharged the next day asymptomatic . Projected outcome good. Patient asymptomatic.